Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not detected on the bus. The field service engineer (fse) identified severe damage to the cable and replaced the retractor band. A hardware test application was run and passed, and no enterprise server hardware failure icon was observed upon launch of the enterprise server medication application. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer had failed, and drawer 2.1 was not detected on the bus, making it unable to open. Storage space recovery was attempted; however, it displayed a maintenance message. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.